Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had poor coupling with both rechargers on both implants. The patient said that particularly, the right implant wouldn't charge up past 60% and charging was taking longer. During call, the first recharger (insr) would only show the reposition antenna screen when the patient tried to charge the left implant. The recharger wouldn't take a charge from the first dtc and screen remained blank when insr was plugged into dtc. The patient said no damage was seen to connector pin or equipment. Pss was able to have the patient plug in the second recharger into the dtc/see if it would charge the patient's left implant when the patient disconnected the call. The issue was not resolved. The patient called back and confirmed that insr 1 wasn't charging the left implant and wasn't charging from dtc. Patient services was attempting to have the patient use their 2nd insr to see if insr 2 would charge the left ins when the patient disconnected the call again. Patient called back and during troubleshooting asked if both of their stimulators were turned on and the patient said their muscles were so tight. Pss asked if patient's inss were both turned on. The patient confirmed they were both working. Asked date when the date when patient's muscles were so tight, and patient said that has been going on 20 years (prior to dbs) and their stimulators help with that. During the call, the patient left to turn their radio down so he could be heard better. When patient came back on the phone they said: they had fallen but they were ok.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger product ID 37651 lot# serial# (B)(6) product type recharger product ID 37651 lot# serial# (B)(6) product type recharger product ID 37612 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they received a new recharger which resolved the coupling issue. However, when they used a different recharger, they couldn¿t get more than four coupling bars filled in, so it was going to be replaced. Additional information was received from the consumer who reported that the poor coupling with both implants resolved. The part sent was charged and now both the chargers were working correctly. The cause of the issue was reported to be due to a faulty part.